Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised due to the pump being blocked. Additional information received indicated that the pump was so hard it could not be inflated. Pump was too hard to be pressed. Titan touch pump and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the piece of detached inlet tubing or connector. The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number 7915637.

Event description:
According to available information, this device required replacement due to a pump block. The pump was so hard that the device could not be inflated. No other adverse patient effects were reported.